Event description:
It was reported that the stretcher tipped at the foot end, leading to a knee injury to the patient. No specific component level defect was reported. The patient was alleged to have strained their knee due to the tip, which did require medical treatment as the patient had a pre existing knee ailment. Details regarding the required medical intervention was not reported.

Manufacturer narrative:
It was reported the patient fell due to the stretcher tipping at the foot end. The customer did not allege any defects or malfunctions with the stretcher and that it was identified that this issue was due to the patient sitting on the foot of the stretcher. The issue was resolved for the customer by providing feedback from the operations manual regarding proper use of the stretcher. Additionally, the customer was provided with different stretchers to trial.

Event description:
It was reported that the stretcher tipped at the foot end, leading to a knee injury to the patient. No specific component level defect was reported. The patient was alleged to have strained their knee due to the tip, which did require medical treatment as the patient had a pre existing knee ailment. Details regarding the required medical intervention was not reported.